Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak identified between a transfer set and cassette patient line. This occurred during use of the device for peritoneal dialysis therapy. The patient stated that they were about fifteen minutes into therapy when the leak was observed from where the cassette was connected to the patient (transfer set). There was no trouble connecting and the patient made sure the connection was properly tightened before therapy started. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.